Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two different sample draws from a patient on an atellica ci 1900 analyzer. The quality control (qc) was out of range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse reviewed instrument data and observed multiple errors. Further, the cse replaced im primary reagent compartment's rocker motor due to excessive play in its motion and performed an auto-check of the primary reagent compartment and alignment of a reagent probe to the primary reagent compartment. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two different sample draws from a patient on an atellica ci 1900 analyzer. The initial results were not reported to the physician(s). Both the samples were repeated on an alternate atellica ci 1900 analyzer. The repeat results recovered lower than the erroneous results and matched the patient's clinical history. The repeat results were considered correct and reported to the physician(s). For sample identifier (B)(6), a new sample was drawn and processed on an alternate atellica ci 1900 analyzer. The newly drawn sample result recovered lower than the initial result and matched the patient's clinical history and was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.